Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of explant is estimated. Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Related manufacturer reference# 1627487-2020-24152 & 1627487-2020-24153. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s entire system.